Manufacturer narrative:
The lot number was not provided; therefore, a lot history review was not performed. The device was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported device tipping over (port rotation) and inability to aspirate. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk port implantable port allegedly experienced failure to aspirate and port rotation . This information was received from one source. One patient was involved with no reported patient injury. The device was used in a female patient. Age and weight of the patient was not provided.